Event description:
It was reported that the patient experienced a loss of therapeutic effect. She had no stimulation in her "arms" and cervical area. She had some stimulation in the thoracic area. The "cervical lead" disconnected from the neurostimulator. The impedance measurements were greater than 3,600 ohms. Electrodes 0, 9 and 2 were all affected. The patient was charging more than expected. She could not recharge her neurostimulator past half full. She was at home in good condition. The company representative confirmed that he was able to recharge and reprogram the patient's device to her satisfaction. Further information is being requested from the hcp.